Manufacturer narrative:
Qc is run every hour and it had been performing within established specifications. A field service engineer (fse) was dispatched and performed a precision run. The electrode was replaced; however, it is unclear who replaced it (customer or fse). Root cause is unknown at this time.

Event description:
A customer contacted beckman coulter inc., (bci) regarding erroneously low glucose (glucm) results obtained while running patient samples in duplicate mode on unicel dxc 800 pro synchron clinical systems. Results for two patients have been affected. One of the erroneous patient results was erroneously validated at the remisol and released to the physician. Result was amended but the lab confirmed no affect to patient treatment. Specimens from both patients were re-tested on a different instrument. Patient treatment was not affected in connection with this event.